Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with cranioplate. It was reported that the screw was broken when the plate was fixed with it. There was no patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
There is no product available. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Without the implant screw available for analysis, the definitive root cause is difficult to determine. Without further knowledge about the circumstances it could be possible that the surgeon made some handling errors during implantation.